Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a micro-centrifuge vial with residue on the lens. Visual inspection found the haptic bent. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vicm5_12.6 implantable collamer lens, -09.50 diopter, during the same surgery due to the lens tore/broke during delivery into the eye. There was no patient injury. Another same model/length/diopter lens was implanted during the same surgery and the problem was resolved. The cause of the event was due to the device.